Manufacturer narrative:
The information provided by the reporter indicates the patient underwent a pdc removal and conversion to fusion due to radiculopathy. The radiculopathy may have been caused or contributed to by the pdc loose superior endplate. There was no further indication why the endplate may have been loose. There was no indication of any patient comorbities. This complaint was determined to be a reportable adverse event requiring MDR submission. DHR review could not be completed as part and lot numbers for the device were not provided. Complaint trending determined the rate equates to a remote probability of harm. The risk assessment identified loosening as a harm associated with several hazards as well as spinal nerve complications and pain. The rate of complaints was determined to be acceptable based on this assessment, and there was no indication of any new risks. No device was returned for evaluation. The investigation could not determine a possible cause for this event. The cause for this event is unknown. This submission is for 1 of 1 devices involved.

Event description:
A patient received a prodisc c us implant on an unknown date in 2016. The patient was scheduled for a revision/removal procedure around (B)(6) 2021 due to c7 radiculopathy and a loose superior endplate. The device was indicated to be contributing to the patient's condition. Pdc removal was performed successfully on (B)(6) 2021. The pdc device was replaced with an unknown acdf plate and cage.